Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Device evaluation: visual analysis of the photographs identified: device patch with lot (or catalog) number lot number: 254009 and catalog number: fm-270 red particle material on the shell opening (radius side) creases device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reported ruptured device. The device was explanted. Left side.

Manufacturer narrative:
Initial reporter: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported ruptured device. The device was explanted. Left side.